Event description:
On (B)(6) 2012, a (B)(6) male pt underwent aaa repair. The pt previously underwent percutaneous coronary intervention (pci) for coronary stenosis and was suitable for the endovascular repair except that a common iliac artery aneurysm was developed in both sides. After both common iliac arteries were coil embolized, a main body and two iliac leg grafts were deployed. No endoleaks were observed after the procedure. The right leg became pulseless the next day, so removal of clot in the right superficial femoral artery was performed. The pt developed ventricular fibrillation on the same day and was placed on a heart-lung machine. However, he did not recover and died on (B)(6) 2012.

Manufacturer narrative:
Pt weight unk as not provided by reporter. (B)(4). Event evaluation: still under investigation. Although we have asked for clarification, no response has been received to indicate if the zenith device caused or contributed to the pt death.